Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The reported poor balloon refold was confirmed. The reported inflation deflation difficulty was not confirmed. The reported resistance with the guiding catheter during advancement and removal was not tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation deflation difficulties and poor refold; however the reported resistance with the guiding catheter during advancement and removal appears to be due to the circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo mid right superficial femoral artery. Pre-dilatation was performed with an unspecified balloon catheter. A larger 5.5 x 150 mm armada 18 balloon catheter was advanced for additional pre-dilatation; however, when inflated to 10 atmospheres, under angiography, it was noted that there was a waist in the balloon. The balloon was deflated and the proximal half deflated normally but the distal half was slow to deflate (approximately 20 seconds). The balloon did not refold completely. There was difficulty removing the balloon through the guiding catheter due to the poor refold. The balloon was inflated to 4 atmospheres outside the anatomy and there was still a waist in the balloon. There was no other damage noted to the device. A supera stent was deployed successfully. The same armada balloon catheter was advanced to the lesion for post-dilatation and there was resistance with the guiding catheter. The balloon was inflated to 8 atmospheres and under angiography the waist was still noted. The armada was removed from the anatomy with resistance. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.